Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date, serial #, UDI # d. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: unknown; manufactured date: unknown; use by date: unknown; UDI: unknown; implant date: non-implantable FDA site ID: 9612164 h4. Device mfg date h6. Additional codes. Corrected data: d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 15 days following the implant of a transcatheter valve, the patient developed dyskinesia, dysarthria, and drooling. Subsequently, the patient was hospitalized due to a cerebral infarction of unknown embolic source, pulmonary edema, positive for influenza, and suspected bacterial infection. Despite treatment during hospitalization, the areas of infarction increased, the patient's levels of consciousness declined, blood pressure was difficult to maintain, and the pulmonary edema did not improve. Twenty days following the implant of the valve, the patient died. The cause of death was due to worsened general condition associated with influenza infection. Per the physician, there was no relationship between the death and device, or implant procedure. Additional information was received to report the stroke was confirmed via neurological assessment; however, the cause of the stroke was undetermined. The physician further noted neither the valve nor the delivery catheter could be excluded as possible contributors to the stroke.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 15 days following the implant of a transcatheter valve, the patient developed dyskinesia, dysarthria, and drooling. Subsequently, the patient was hospitalized due to a cerebral infarction of unknown embolic source, pulmonary edema, positive for influenza, and suspected bacterial infection. Despite treatment during hospitalization, the areas of infarction increased, the patient's levels of consciousness declined, blood pressure was difficult to maintain, and the pulmonary edema did not improve. Twenty days following the implant of the valve, the patient died. The cause of death was due to worsened general condition associated with influenza infection. Per the physician, there was no relationship between the death and device, or implant procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evo lutfx-2329, lot: 0012245461, use by date: 2026-04-29, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.